Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the display screen showed a red error and the device cannot be powered on. During this inspection, it was noticed the 45-degree reflector mirror was damaged and needed replacement. The reflector mirror was replaced, no further issues were identified during service, and the console was confirmed to be fully functional. Labeling review was performed and there is no indication that the device was not used in accordance with the instruction for use. It is likely that the defective 45-degree mirror could have affected the device performance, leading to the reported event. The allegation was confirmed. Based on review of all information available and analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during procedure the physician found that the energy of the device was insufficient. The patient and procedure outcome are unknown.

Event description:
It was reported that during procedure the physician found that the energy of the device was insufficient. The patient and procedure outcome are unknown.